Event description:
It was reported that the device was explanted approximately after implant duration of .30 months, due to aortic valve stenosis and insufficiency. No other details were provided. Information learned from the operative report.

Manufacturer narrative:
Device not returned.